Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered an imappropriate shock and has displayed out of range pacing and shocking impedance measurements.